Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced pain in the vagina, groin and leg. It was also noted that foreign material vaginal mesh was observed. Urethral scarring was observed. Removal of the vaginal sling was performed with exploration of the obturator space, urethral lysis, removal of mesh from the urethra, repair of the urethra, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, anterior colporrhaphy under general anesthesia.